Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted. The boards were reseated and the generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a displayed communication error. A communication failure message will likely result in a system lockup, no boot, or shut down situation. There are no reports of pt injury or death associated with this event.